Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction recurred, which the customer acknowledged and understood.